Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. Motor position encoder error alarm was not confirmed due to erased history file caused by several displayable history crc check failed on startup alarms in the history file. Displayable history crc check failed on startup alarms were due to a corrupted history file. The motor was tested outside the device and it passed, may have had an intermittent failure that was not detected during testing. The insulin pump had cracked case at battery tube threads and minor scratched lcd window.

Event description:
It was reported the customer was doing a set change and the device alarmed motor error during prime. Customer's blood glucose was 16mmo/l, treated with manual injections. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to strong magnetic field. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.